Manufacturer narrative:
The field service representative (fsr) went on-site to evaluate the suspect device. The fsr determined the most likely cause of the reported event is the turbine assembly. After replacing the turbine assembly, the issue was resolved. The fsr performed the user verification test and reported the unit meets factory specifications. At this time, the suspect component is not available for return. Due to the part not being available to be returned, no further evaluation can be completed at this time.

Event description:
The customer reported while using the vela ventilator; the unit displays ventilator inoperable alarms. The issue occurred during patient use; the customer reported the ventilator was removed from service. The customer reported there is no patient consequence associated with the event.